Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The oxygen (o2) switch was replaced as a precautionary measure. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a "no oxygen (o2) supply" error message. The patient was removed from the ventilator without harm. There is no information regarding this patient being transferred to another ventilator.